Manufacturer narrative:
(B)(4). Physio-control advised the customer, a biomedical engineer, that their device is no longer under warranty and not field serviceable. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service wrench icon present on the readiness display. It was also observed that the device would power off by itself, shortly after being powered on. There was no patient use associated with the reported event.